Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported breakage suture. Six unopened samples were received for analysis. The complaint sample was not received for analysis. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-87810 and 2210968-2019-87812. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested: specific number of procedures involved: for each procedure, procedure/event date, procedure name, quantity involved, when did the each involved suture break? In the package/ during dispensing(before use on patient)/ during actual use on patient? How was case completed? Any adverse patient consequences and what intervention was performed to manage them? Device return status/ follow up. The following additional information was obtained: sounds like it was just one incident so no need to enter another! See below: during what procedure was this device being used? We were using these sutures in perio dental surgery, a few different ones. Was this incident only one procedure or multiple cases? No we opened several new packs of these sutures during the surgery to try another one, & the same thing would happen. Was there a consequence to the patient as a result of suture breaking? The patient was in the chair longer as we had to keep switching sutures. Note: events reported in 2210968-2019-87810, 2210968-2019-87811, and 2210968-2019-87812.

Event description:
It was reported that a patient underwent perio dental surgery on an unknown date and suture was used. During the procedure, the suture broke. Another like device was used. There were no adverse patient consequences reported.